Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 06215.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100s cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), lot trending, concomitant product evaluation and system risk analysis (sra). Per the supplier's DHR review, no anomalies were observed that would contribute to the customer's experienced issue. The sra indicates the risk associated with toxic or corrosive material is "low." The product was not returned; therefore, no visual analysis was performed. Trending analysis by lot number was reviewed from 02/19/2016 to 08/17/2016 and trending was not exceeded. A field service engineer (fse) visited the customer site to assess the sterrad® 100s involved in this complaint. The fse utilized the pm1 kit to complete the level 1 planned maintenance (pm), a successful test cycle was completed which confirmed that the unit met specification and the chemical indicators were within an acceptable color change range. The unit was returned to service. The likely assignable cause for the color - chemical indicator issue was found to be the concomitant sterrad® 100s unit. The fse performed a pm1 to resolve the issue, therefore, the components of the pm1 kit would be the most likely assignable cause for the system issue. The issue will continue to be tracked and trended.